Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and suture was used. During the procedure, the needle broke in half into the patient¿s skin and the patient was sent for xrays. It is unknown if the needle has been retained in the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.